Event description:
During an article review ("salvage of chronically exposed gore-tex vascular access grafts in the hemodialysis patient," plastic and reconstructive surgery journal, dec 1988, authors: peter j. Mckenna, md., and michael g. Leadbetter, md.), a pt was identified which reportedly received an additional procedure for the treatment of the pt's exposed gore-tex vascular access grafts. The pt was admitted 36 months post implant with an exposed graft. A flexor carpi ulnaris muscle flap was performed to cover the exposed graft. Complications included breakdown.